Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump had cracked case at display window corner, cracked lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons are not responsive and the act button doesn't work. Customer's blood glucose was unknown at the time of incident. No further information was given.